Event description:
It was reported that this right ventricular (rv) lead exhibited oversensed noise and pacing inhibition with three-second and five-second pauses. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. The patient did not recall any activities or possible electromagnetic interference (emi) that may have contributed to the observed noise. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.